Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient contacted a company representative for assistance, as he was unable to change the insulin cartridge in his infusion device. During troubleshooting, the steps to change the insulin cartridge as described in product labeling were conveyed. When removing the insulin cartridge from his infusion device, he inadvertently removed the cartridge leaving the cartridge plunger attached to the piston rod. He reported that he observed some insulin in the cartridge chamber as a result. To address this, he inverted the infusion device and removed the small volume of insulin using a dry cloth. He then detached the plunger from the infusion device, replaced the insulin cartridge, and returned the infusion device to use. The patient was unable to read the serial number of the infusion device at the time of the report. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.